Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the degeneration and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with an unknown 33mm pericardial mitral valve implanted in the mitral position underwent surgery for a valve in valve replacement after an implant duration of 13 years and 4 months due to degeneration leading to mitral insufficiency. A 29mm transcatheter valve was successfully implanted within the disabled mitral valve via the transfemoral approach. The patient was noted as hospitalized, in stable condition.

Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider.